Event description:
It was reported that the patient passed away due to multisystem organ failure (mof) including right heart failure (rhf). No device related issue led to the mof and not to right rhf. The rhf was related to the outcome but not to any device related complications. The left ventricular assist device (lvad) was running as expected. The death was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had moderate right heart failure pre-left ventricular assist device (lvad) implant. The condition was part of the underlying advanced heart failure, progressive afterwards. However, it was not lvad related.

Manufacturer narrative:
Section b3: date of death corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and (B)(6) was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists multiple types of organ failure and dysfunction, including right heart failure, as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.